Manufacturer narrative:
Pr (B)(4) MDR. Bd was unable to perform a thorough investigation as no sample, lot or batch number were provided. A follow-up will be provided if additional information is received. Device not returned.

Event description:
It was reported that there was a surgical site infection which required antibiotics observed, not device related.